Event description:
It was reported that a patient got a PICC on (B)(6) 2011, at home. Home care came in the afternoon for general check. Found out that the lumen was connected tot he statlock but the line was "gone." X-ray thorax in hospital showed that the line had migrated into the artery pulmonalis , line curled partly in the right and left headstam with a 3cm end part in the left upper lob. Patient is now in the ICU with continuous heparin waiting to go to another hospital to let the line be removed by interventional cardiologist. Catheterisation to "fish the line out". PICC placement. Seldinger technique.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.